Manufacturer narrative:
All testing with the returned strips produced acceptable results, and no strip defects were observed. The alleged issue could not be reproduced. No product issue was found.

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). Quality control was performed on the device and passed. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips were requested for return, and the customer returned two vials of test strips lot 671526. The investigation is ongoing.

Event description:
There was an allegation of a questionable glucose result from the accu-chek inform ii meter. At 6:58 am, the result was 263 mg/dl. At 7:03 am, the result was 126 mg/dl.